Event description:
It was reported the patient experienced pain and soreness at the scs ipg site due to the ipg being tilted in the ipg pocket. Subsequently, the scs system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).